Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer alleged that the side rail wire cover was damaged not allowing the side rail to raise.